Event description:
It was reported that, "surgeon was using the stryker t-handle with a size 12 reliance lite reamer distractor during an open tlif procedure. After the t-handle with reamer distractor were removed from the patient, the reamer distractor was disengaged from the t-handle. Upon disengagement, a small piece of metal from the t-handle fell off of the instrument. The instrument was no longer necessary and was not used again throughout the remainder of the procedure. "

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: returned t-handle presents broken wing at the tip of the instrument. Functional inspection: instrument is broken and therefore this section is not applicable. Instrument would nevertheless still accept a shaft in its groove attesting that the groove was correctly manufactured. Device history review: no relevant deviation in regards to the failure mode reported was noted. Note that upon review of batch for subcomponent 48061000a deviation form was noted (2048149-00020) but this would not affect the product reliability since it was just dealing with a discrepancy in the number of parts delivered and the delivery note. Conclusion: the instrument was returned, confirmed broken and inspected. No anomaly that could be associated with the event was reported during the manufacturing of this batch. Such breakage is likely the result of excessive torque loads. Instrument damage may also be the result of previous condition of use that may have weakened the device wings (this handle being possibly used with reamers, shavers, to scrap the disc from the endplates of two vertebrae during previous surgery step). The damaged was observed removing the reamer distractor from the device after use in the course of surgery, it did not compromise the success of this one, there has been no medical consequence reported.

Event description:
It was reported that, "surgeon was using the stryker t-handle with a size 12 reliance lite reamer distractor during an open tlif procedure. After the t-handle with reamer distractor were removed from the patient, the reamer distractor was disengaged from the t-handle. Upon disengagement, a small piece of metal from the t-handle fell off of the instrument. The instrument was no longer necessary and was not used again throughout the remainder of the procedure. "